Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of corrosion on the electronic and motor assembly.

Event description:
The customer called to report that the insulin pump had a partial display. The customer stated that the device was exposed to water while being at the beach and moisture under the display was noticed. No further info was provided.